Event description:
The reporter states that he obtained a 502mg/dl and 190mg/dl blood glucose comparison on the accu-chek compact meter. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.